Event description:
Complainant alleged that during biomed testing, the device powered up in incorrect mode "pt setting mode". Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll; a third party duplicated the malfunction and attributed to a faulty front panel membrane. The device was recertified and returned to the customer. The front panel membrane was returned to zoll (B)(4) for scrap. Analysis for reports of this type has not identified an increase in trend.